Event description:
Information received indicates both the left and right foot siderails have fallen off the bed.

Manufacturer narrative:
The technician found the mounting holes in the siderails were stripped. He replaced the siderails to repair the bed.